Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was received for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. A review of the data log was not performed as there was no data was available. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.